Event description:
It was later reported that the patient was having concerns regarding their device or therapy but was working with their physician or the manufacturer's representative; appt 2013 (B)(6). If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 3058, serial # (B)(4), implanted: (B)(6) 2012, product type implantable neurostimulator; product ID 3093-28, lot # va0315y, implanted: (B)(6) 2012, product type lead; product ID 3037, serial # (B)(4), product type programmer, patient; product ID 3093-28, lot # va0315y, implanted: (B)(6) 2012, product type lead; product ID 3037, serial # (B)(4), product type programmer, patient. (B)(4).

Event description:
It was reported that last thursday, the patient felt a "terrific" electric jolt with several lesser jolts in the evening, and the area was sore for a couple of days afterward. It was noted that even before implants, the patient had electric jolts in her groin and the patient's hcp (health care professional) told the patient it was arthritis and that it sounded like "just nerves." The patient found out she had inadvertently turned one device off for about a month, she did not notice a change in the system, and had not received any jolting/shocking since. The patient was waiting to see the manufacturer representative to get the device "up and running" for maximum relief of her symptoms, as she had some relief but not total relief. Additional information has been requested, and when received, a supplemental report will be submitted. Please refer to manufacturer report # 3004209178-2013-07269.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).